Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) with the following findings: evaluation revealed a crack in the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6).